Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that during the transfer from a bed to a commode using sara 3000 active lift the resident's arms "went up in the air" and the resident fell as a consequence. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (sara 3000) and the sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The lift was found to be in "good" condition. An on site inspection found the sling involved to be in very poor condition. It was indicated that the anti skid material placed at the back is deteriorated to the extent that there was nothing left. This malfunction is not impacted on the performance of the sling when using according to the instruction for use (IFU) but this is an indication that the sling should be withdrawn from use and replaced. Based on the above it can be established that the sling and the lift which work together as a system were found to have not been to specification when the event took place, however no malfunctions were indicated that could have caused or contributed to the event. From our investigation, including a simulation, it comes forward that when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling. The current sling instructions for use (IFU) includes important information concerning proper and safe use of the system (sling and lift together): "the active sling is intended to the patient/resident who has been clinically assessed to correspond to the following categories: sits in a wheelchair, is able to partially bear weight on at least one leg, has some trunk stability, dependent on carer in most situations, physically demanding for carer, stimulation of remaining abilities is important. The right type and size of sling should be used after proper assessment of each resident's size, condition and the type of lifting situation. If the patient/resident does not meet these criteria an alternative equipment/system shall be used". "Warning: to avoid injury, always assess the resident prior to use" . Please note that the customer was interviewed by an arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to evaluate the person to be transferred, before each transfer and proper sling inspection before transfer. This is to be communicated to the customer. Arjohuntleigh finds this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4) additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer from a bed to a commode using sara 3000 active lift it was indicated that while caregivers were pulling the lift away from the bed the resident fell. It was noticed that the resident's arms went up in the air, and then she slipped out of the sling and fell to floor. Staff made her comfortable and called 911. The resident sustained fracture to the left hip as a consequence of the event and then was sent to the hospital for surgery.